Event description:
It was reported several issues with the subject home monitor (hm). Some wrong messages were shown in the corresponding traceability (logs) data. In addition, the patient follow-up report was not sent on time. It should be noted that the mtbf (mean time between failure) of an hm is seven years and the subject hm was manufactured in 2014. It was then replaced and an investigation is required.

Event description:
It was reported several issues with the subject home monitor (hm) . Some wrong messages were shown in the corresponding traceability (logs) data. In addition, the patient follow-up report was not sent on time. It should be noted that the mtbf (mean time between failure) of an hm is seven years and the subject hm was manufactured in 2014. It was then replaced and an investigation is required.

Manufacturer narrative:
Preliminary analysis revealed that the root cause could be linked with a recurring clock synchronization problem.

Event description:
It was reported several issues with the subject home monitor (hm). Some wrong messages were shown in the corresponding traceability (logs) data. In addition, the patient follow-up report was not sent on time. It should be noted that the mtbf (mean time between failure) of an hm is seven years and the subject hm was manufactured in 2014. It was then replaced and an investigation is required.